Manufacturer narrative:
Waiting the returning device to do the analysis.

Event description:
A doctor couldn't do pressure change in the valve. The patient's ventricle expanded, so it was exchanged with new spva-sx on (B)(6).